Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable. There was no patient involvement at the time of the event. A covidien service engineer (se) inspected the device and confirmed the reported condition. The se performed extended self test (est) and found device to be working properly. Ventilator has been returned for patient use.